Manufacturer narrative:
The affected oxylog 3000 was manufactured in august 2006. The log entries of the device indicate a failure in the autozero calibration function, most likely caused by faulty srs valves. After replacement of the valves the device passed the test according to manufacturer specification and a running test for several hours did not show any deviations. In case of a technical problem the device alarms visually and acoustically. In this case ventilation stopped. Then an alternative independent ventilation device has to be used instantly, as described in the IFU.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that when they attempted to switch the ventilation mode from cmv to simv the message "call dräger service" was displayed on the oxylog 3000 screen and simv mode was not activated. After the oxylog 3000 was power cycled, the oxylog 3000 cmv mode was selected and the patient was ventilated in cmv mode for the duration of the transport. The oxylog 3000 was used again for a second patient transport with no reported problem of ventilation of the patient. (During the second transport, only cmv mode was used). No patient injury was reported.